Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that the patient underwent a successful "mini open" shoulder repair with the use of 3 healix 5.5 mm with orthocord for fixation on (B)(6) 2010. This repair required the surgeon to go through the deltoid area. At the close of the anchor insertion portion of the repair, the surgeon used the excess orthocord suture to close up the deltoid. Subsequently, 15 days out, it was detected that the wound was not healing properly, possibly a foreign body reaction. The patient underwent a revision surgery on (B)(6) 2010. At this surgery, the surgeon noted that there was no problem with the repair, all was intact, however, there was evidence of rejection where the orthocord suture was employed to close up the deltoid, the surgeon removed the orthocord suture from that area and completed the procedure without further issue or harm to the patient... Also see associated mdrs 1221934-2010-00440 and 1221934-2010-00442.